Manufacturer narrative:
This device will not be returned for analysis as it was explanted at a different facility and no further information regarding the return was provided.

Event description:
It was reported that an alert was seen via remote monitoring due to out of range pace impedance measurements on the right ventricular channel. The lead safety switched went from bipolar to unipolar configuration. No adverse patient effects were reported. Additional information noted that a revision took place, the device remains implanted while the unknown manufacturer right ventricular lead was capped. No further information was available when it comes to this case.